Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced high blood glucose level of 30 mmol/l. The customer also mentioned blood glucose level of 27.4 mmol/l. The customer was treated with manual injection. Customer was not using auto mode feature. Customer did not report symptoms related high blood glucose level. The customer had been using insulin pump for 48 hours. Based on customer report customer did allege pump was under delivering. The customer stated that self test and displacement test was pass. The insulin pump will not be returned for analysis.